Event description:
It was reported that a person using an ilet bionic pancreas for approximately one week experienced a low blood glucose of 62 mg/dl after announcing a usual lunch meal, which was treated with 15 grams of fast-acting carbohydrates and returned to normal promptly. Symptoms included no reported signs or complaints at the time of the hypoglycemic event. Outcomes included resolution of the low glucose without the need for medical intervention or hospitalization. Investigation included complaint intake review and user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction or component failure and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.